Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at the hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the brake casters needed to be replaced. The tech replaced the brake casters to resolve the issue. Based on the info, no further action is required.